Event description:
A complaint was reported to boston scientific corporation regarding a zero tip retrieval basket. According to the complainant, during the procedure, after capturing a stone, the basket became inoperable and was unable to open. The physician had to crush the stone with a laser inside the basket so he could remove the device from the patient. Upon removal from the patient it was noted that three of the basket wires were broken, but remained attached at one end. The physician thought it was possible that a piece of one or more of the wires could have detached inside the patient, and therefore, looked around the patient anatomy to see if anything remained. Although nothing was located, the physician still believes it is possible a fragment could have been left inside the patient. There were no patient complications as a result of this event and the patient had no problems post procedure.

Event description:
A complaint was reported to boston scientific corporation regarding a zero tip retrieval basket. According to the complainant, during the procedure, after capturing a stone, the basket became inoperable and was unable to open. The physician had to crush the stone with a laser inside the basket so he could remove the device from the patient. Upon removal from the patient it was noted that three of the basket wires were broken, but remained attached at one end. The physician thought it was possible that a piece of one or more of the wires could have detached inside the patient, and therefore, looked around the patient's anatomy to see if anything remained. Although nothing was located, the physician still believes it is possible a fragment could have been left inside the patient. There were no patient complications as a result of this event and the patient had no problems post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the sheath and the basket was open. The basket and all basket wires were present and attached; however, three of the basket wires were broken approximately 1cm proximal to the distal knot. Examination of the ends of the broken wires under magnification revealed the ends were discolored and were consistent with those impacted by a laser. The outer sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated; the basket would open without issue. The basket would close with the end approximately 2mm from the distal end of the sheath; however, the broken wires would not fully close into the sheath. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, not confirmed.